Manufacturer narrative:
The implanted compression element (ring) that was evaluated by the MFR has been found in order, meeting its predefined specifications. According to the info we have, enema was used on day 2 due to pt complaints of no bowel movement. According to the common practice, the use of enema in the first few days after surgery should be avoided since it may contribute to anastomotic failure in all anastomosis methods. It is therefore reasonable to believe that the use of enema might have contributed to the outcome. In addition, anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is an anticipated event with anastomosis devices. No corrective or remedial actions were taken, the current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.

Event description:
A male with history of recurrent diverticulitis (several times in the past 2 years) underwent laparoscopic sigmoidectomy in 2009, with colorectal anastomosis at the upper rectum using car27 device. Operative course was uneventful. On post-operative day 5, the pt was discharged from the hospital. On the same evening the pt developed sudden severe abdominal pain and fever. CT scan suggested anastomotic leak. The pt was emergently taken to the operating room. Anastomotic leak with disruption of the anterior part of the anastomosis was found, and the pt underwent hartmann's procedure. Following surgery, the pt was transferred extubated to recovery. Fever resolved the next day and the pt is recovering.